Event description:
It was reported that the user received an occlusion alert shortly after initiating pump therapy with a new infusion set, verified insulin drops at the cannula, confirmed no leakage, and experienced elevated blood glucose while the pump was adapting; additional hyperglycemia followed food intake including a portion of a chocolate bar. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a reported lack of effect, with insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.